Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. An additional manufacturing evaluation was conducted. The report indicates the as received condition of the helix blade shows anodized rubbed away on the shaft. Some material displacement and damage is evident on one edge of the cutting blade. This manufacturing investigation is being performed as part of a stock evaluation. This complaint is being reviewed to confirm that the product is within all final specifications. Product was investigated to the latest design specifications via inspection sheets. The cosmetic inspection of this part resulted in acceptable results, except for the post-manufacturing damage noted above. All features relevant to the complaint condition met specification. An additional product development evaluation was also conducted. The report indicates the as received condition does not agree with the alleged new out of package complaint description.

Event description:
This is 1 of 1 report for complaint #(B)(4).

Event description:
Surgeon noticed the helical blade has a burr on the tip. Helical blade is new out of package and has not been used in a procedure.

Manufacturer narrative:
Visual inspections noted the anodize surface has been rubbed off where the transition between the shaft and cutting end occurs. There are two marks, approx 0.1mm each, on either edge of the insertion. Tool area. The above mentioned conditions are consistent with marks arising from field usage. The flute tip cutting edge on one blade exhibits a deep (approx 0.2mm) groove. This groove shows no anodize finish. The material surrounding the groove has the appearance of residual material from a grinding operation, looking like melted flowing metal. This part may have come in contact with a bone saw which could produce this type of damage. Dimensions that could be measured were found to meet specs. A review of the device history record revealed no complaint related anomalies. Investigation is on-going.

Manufacturer narrative:
Additional narrative: visual inspections noted one of the leading edges of the helical blades exhibits a deep groove and a burr. The superior surface of the shaft portion adjacent to the taper transition exhibits a scuff mark and the anodize is removed and base metal is visible. The edge of the lateral recess exhibits two minor gouge marks. The evidence as described in the as received condition indicates that this implant had been subjected to an insertion attempt into a tfn nail and alignment was not optimal. The deep groove and burr has been noticed on previous complaints where miss alignment had caused the same condition. The superior scuff mark is also evidence that the implant may have been run through a blade guide sleeve and the misalignment caused the implant to rub against the inner surface of the blade guide sleeve. The risk assessment does not address the described complaint type. This type of complaint would be assessed in a manufacturing risk assessment. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.